Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 440 mg/dl. The customer's blood glucose was 500 mg/dl and 112 mg/dl which was treated with treated with the insulin pump and also she discontinued the insulin pump. The customer had symptoms like vomiting and heavy chested. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. Troubleshooting was done for high blood glucose and under delivery. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they had performed the high pressure test and the test was passed. The insulin pump will not be returned for analysis.